Manufacturer narrative:
It was reported that patient underwent resection of vaginal polyps and revision of tbp incision site on (B)(6) 2006 due to vaginal polyps.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to sui with hypermobility of the bladder, moderate cystocele, 1st degree uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bowel problems, bleeding, and involuntary loss of bowel control 1-2 times/month. It was reported that patient underwent mesh revision and resection of vaginal polyps concurrent with cystocele repair, sacrospinous ligament fixation on (B)(6) 2006 due to mesh erosion and again on (B)(6) 2010.